Event description:
Unomedical reference number (B)(4) event occurred in france on (B)(6) 2024, it was reported by the patient that infusion set was leaking from connection. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.